Manufacturer narrative:
Consumer reported that customer had stage 3 cancer at the time of placement & was going through chemotherapy, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer reported that primary stability was achieved & that osseointegration was not achieved, there we're concerns of mobility at the time of placement also.

Event description:
Consumer reported that customer had stage 3 cancer at the time of placement & was going through chemotherapy, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer reported that primary stability was achieved & that osseointegration was not achieved, there we're concerns of mobility at the time of placement also.